Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that when the package was opened, it was discovered that the pusher was kinked/broken in the distal segment. There was no friction or difficulty during testing or delivery. Continuous flush was administered during the procedure. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). No patient symptoms or complications were associated with this event.  Ancillary devices include a progreat 2.4 microcatheter. Additional information was received that clarified that part of the pushwire fractured and separated from the rest. There was no damage or evidence of tampering to device packaging. The proximal end of the pushwire was secured in the guidewire clip when the package was opened. There was no issues that resulted in the damage that was found.